Manufacturer narrative:
The fse evaluated the instrument on (B)(4) 2015 and discovered evidence of a dried spot of fluid from an unknown source on the light scatter (ls) sensor. The fse replaced the ls sensor resolving the reported flagging issue. (B)(4).

Event description:
The customer reported recovering false mono and blast flagging on patient samples run on a coulter lh 750 hematology analyzer. A field service engineer (fse) discovered evidence of a leak of unknown volume that was contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.